Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database application logs. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc field. After a thorough investigation the software support team confirmed patient has done multiple invalid time changes, this time changes has corrupted data uploads from january 1 2026. The most likely root cause is an invalid time change in the pump. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: patient has done multiple invalid time changes, this time changes has corrupted data on following dates: uploads from january 1 2026 patient should correct the date in the pump, the patient/hcp should only generate reports from the corrected dates onwards with no comparison on assessment and progress (select no comparison) ). Patient cannot generate reports for the corrupted dates. The helpline has provided us with feedback regarding the outcome of the resolution steps implemented and has confirmed the issue has been successfully resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issues with carelink data not displaying as expected, receiving errors when attempting to generate reports, and missing data. The customer reported no adverse event. The event involved an unk_carelinksw. Troubleshooting was performed, and the customer was advised to review and update data source preferences, checking for time change events in reports, and explaining that time change events could cause missing data; the issue was escalated to the software team for further resolution, and the customer was informed that a callback would be provided once resolved. No harm requiring medical intervention was reported. No product return is required for this unk_carelinksw.